Event description:
Device 2 of 3. See manufacturer's report numbers 1627487-2010-00268 and 1627487-2010-00270 for devices 1 and 3 respectively. On (B) (6) 2008, the pt was implanted with an scs system. On (B) (6) 2010, the system was explanted at the pt's request. The pt reported that the ipg site had become painful and that the system no longer helped with the pain.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.